Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. A 3.50mm x 20mm nc emerge® balloon catheter was advanced for dilation. However, during withdrawal, a "loss of the guide" was noted. The guide went back when retrieving the balloon. The procedure was completed with another guide. No patient complications were reported.

Event description:
It was reported that catheter withdrawal difficulties were encountered. A 3.50mm x 20mm nc emerge® balloon catheter was advanced for dilation. However, during withdrawal, a "loss of the guide" was noted. The guide went back when retrieving the balloon. The procedure was completed with another guide. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).